Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis.a partial lead was returned in two segments. External insulation abrasion was noted at 19.2-19.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.(B)(4)

Event description:
This report is to advise of an event observed during analysis.